Event description:
A dialysis facility reported that there was an excessive fluid removal of 1-2 kg. From a patient during a hemolialysis treatment. No pre and post dialysis weights were provided. The patient symptoms reported were weakness and dizziness. Treatment was completed on the same machine and the patient was discharged without any problem.